Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to customer maintenance causing inadequate vessel wash. The customer performed required maintenance. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 2.98 ng/ml was obtained on a patient sample. The result was reported to the physician. A sequential sample was tested and a result of 0.02 ng/ml was obtained, the original sample was retested and a result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequence as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was overdue customer maintenance causing inadequate vessel wash.